Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged false positive results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received a potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 assay. During review of customer-provided data it was noticed that on (B)(6) 2021 run #856 generated a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that there was no repeat testing performed on the patient¿s sample. Patient sample was collected using nasal swab in utm 3ml bartel flex transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the data inspection, it was identified that the analyzer experienced multiple tube leakages and the residuals partially obstructing the optical path, leading to low baseline values and the observed false positive result. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Consignees were notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number: 07341920190, and UDI: (B)(4). The test used on the cobas liat system is the cobas sars-cov-2, product code: qjr, catalog number: 09408592190, and UDI: (B)(4). (B)(4).